Event description:
It was reported that during an pelviscopy procedure the device lost the tissue pad inside the patient after 15 mins using and the tissue pad was retrieved by aspiration. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.